Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery became hot to touch when plugged into a power source to charge. Subsequently, the usb cable melted. Customer¿s blood glucose level was not impacted. No additional patient or event information was available.